Event description:
It was reported that the user had difficulty deploying the stent. The distal end of the stent was enlarged/opened up. However, the proximal end was not opened. A ptbd tube was inserted into the end of the stent by reinserting the guide wire and the procedure was completed. The stent was dilated after the ptbd tube was removed. No reported injury to the patient. The intended placement site was from the intrahepatic biliary duct to the bottom of common biliary duct.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As no sample was returned, so no sample evaluation could be performed. Based on the information received, the complaint is inconclusive. A copy of an x-ray was provided, showing the intrahepatic and common biliary duct. The x-ray shows a luminexx stent placed in the right intrahepatic biliary duct. Two markers can be seen at the distal end of the stent. Based on the received image, it can not be determined if the stent is fully expanded. Based on the provided image, the info received from the customer and the fact that no sample was returned, the reported tangle of the tantalum markers and the difficulties during deployment can not be reproduced.